Event description:
The mve cryo shipper, enclosed in a protective outer shipping container purchased from the manufacturer, was utilized to ship a peripheral blood stem cell ("pbsc") to hosp, the shipment was prepared in accordance with standard procedures, shipped and arrived at the consignee within 15 hrs. Upon receipt, the consignee observed that the pbsc was partially thawed and therefore non-viable for its intended use. The container was returned, subjected to a preparation cycle in accordance with standard procedures, and allowed to stand overnight. Upon opening, the interior was found to be warm, thus confirming that the device had failed. The manuacturer was informed of the incident and indicated that the integrity of the device could fail if it was dropped or placed on its side or upside-down. These critical limitations are unclear in the manufacturer's instructions. In addition, the manufacturer indicated that units over 10 years old "fail often". The device in question was manufactured in 1991 and purchased and validated by facility in 1999. The manufacturer's instructions/package insert does not contain any statement concerning the device lifespan. In addition, the manufacturer's protective outer packaging does not contain prominent warnings that the device is fragile or must be shipped in an upright position.